Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing low blood glucose. The customer's blood glucose was 42 mg/dl. Customer had treated their blood glucose with food and juice. The customer also reported they were hospitalized in the past for their heart. Customer also stated their settings were changed when they were in the hospital. Troubleshooting found the customer's insulin pump was working as designed. No additional information provided.